Event description:
It was reported that during laparoscopic resection of the rectum, it was found that the staple line did not fully deploy. Some of it seems to have remained in the reload. The risk involved is non-stapling and septic risk. Another device was used to complete the procedure, without issue. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2023. D4: batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? The patient goes well, fully recovered. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No change. A manufacturing record evaluation was performed for the finished device lot/batch number, x96f69, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. D4: batch # 193c47. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60g reload loaded in the device. The reload was received fully fired with some b-formed staples on the reload deck, also a slight damage was noted on the deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 193c47, and no non-conformances related to the reported complaint condition were identified.